Event description:
The customer reported that the etco2 went blank during care of pt. The involved pt died but the assistant chief of the fire department (a paramedic) has stated that the device behavior did not impact the pt outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.